Event description:
The customer reported that his blood glucose was in the 400s (mg/dl) and then read high (>500 mg/dl). When the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.